Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless footswitch was not working. Per the information collected, the wireless footswitch did not connect to its base station. The wireless connection with the base station was re-established after software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there was wireless footswitch failure. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not connecting. Troubleshooting actions showed a problem with the footswitch. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.